Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The home patient (hp) was connected. The technical service representative (tsr) explained the alarm to the hp and advised to contact the nurse regarding the air detect alarm and being connected. The hp agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
A customer contacted global technical services regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) unit during therapy. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp stated that there were no leaks or unused lines open. The tsr advised the hp to follow up with the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, and he resumed therapy without any further issues. The hp stated that he thought, he must have done something wrong, but could not remember what it was at this time. The hp stated that he has been very diligently watching his therapy and making sure everything is per procedure. Per hp, he has had no further problems. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any significant supplemental information become available